Manufacturer narrative:
Phone number: (B)(6).

Event description:
Philips received a complaint on the heartstart xl indicating that the right external paddle was flashing red light for poor contact during self-test. Device was not in clinical use at the time of event. There was no patient involvement at the time the issue was discovered. Based on the results of the analysis provided by customer, the product was confirmed to be operating per specifications, and the cause of the reported problem was due to the dirty surface of external paddle. The issue was resolved by cleaning the paddle. A review of the service history for this device shows that the problem has not been reported again for this device.